Event description:
On 3/3/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. On 3/19/1998 the pt presented with disabling claudication. The pt was brought in for an duplex ultrasound which showed abnormal flow in the pt's right common femoral artery. At that time the pt pulses were absent distal to the puncture site in the right lower extremity. An angiogram was then obtained which demonstrated a segmental stenosis of the distal common femoral artery with delayed filling of the deep femoral artery. The right superficial femoral artery had a high grade preocclusive stenosis distally; these angiographic findings suggested a local arterial injury or thrombus. The pt was discharged home and then returned for surgery four days later (3/23/1998). During surgery the collagen was confirmed as having been deployed within the artery. Moderately thick plaque was noted along the back wall of the artery, with larger ridge of plaque just proximal to the cannulation site. The angio-seal device was removed, the vessel was repaired, and a vein patch and endarterectomy of the right common femoral artery was performed. The pt reportedly tolerated the procedure well. As of 4/13/1998 there has been no further report of complication or pt sequelae made to the MFR.